Event description:
It was reported in a service report that the foot end of the cot dropped with a pt onboard when the operators raised the cot. No adverse consequence reported.

Manufacturer narrative:
The customer has been contacted more than three times and no response have been rec'd. Two different phone numbers have been utilized to ensure that messages are rec'd. Cot was performing to spec when service tech examined it.